Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wheel was defective. Per sample evaluation results on 30aug2024, it was reported that the unit was not cooling. The cooling unit switches on briefly and then switches off again. After consulting, it was believed that the compressor was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller compressor. The arctic sun 5000 was evaluated. During the evaluation, after consulting with tech support, it was found that the compressor was not working properly. The compressor is part of the chiller, chiller would need to be replaced. The device was scrapped. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b,d,e,f,h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wheel was defective. Per sample evaluation results on 30aug2024, it was reported that the unit was not cooling. The cooling unit switches on briefly and then switches off again. After consulting it was believed that the compressor was defective.